Event description:
The customer reported receiving an error 6 and having date and time issues on their precision xtra meter. The customer also reports using the (B)(4) software and this is a known malfunction with the software that causes incorrect trending of glucose results. Additionally, the customer felt like he had no energy and he ate food to relieve his symptoms. There was no report of third party medical intervention, death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and errors during calibration was not observed. Customers and retailers have been informed through the fa21dec06 letter.